Event description:
It was reported to philips that the heartstart xl + defibrillator ECG rhythm was not detected during patient cardiac arrest. The ECG lead was attached but rhythm was not detected and the device did not charge. The pt died.

Manufacturer narrative:
(B)(4). MDR #1218950-2014-05728 and MDR #1218950-2014-05727 have been created for the two other devices used during this event. A follow up report will be submitted after philips obtains more info concerning this event.